Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile changes/unresponsive) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a button/keypad issue.

Manufacturer narrative:
After submission of the initial report, the patient contacted animas and alleged that there was moisture in the pump. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the audio bolus button (abb) cover was intact; there was no damage to or peeling of the abb. The abb was unresponsive because the bolus button actuator was inverted and contamination was found to the bolus button key contact. Unrelated to the original complaint, the display contrast was pink.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.